Manufacturer narrative:
Date of report: (B)(6) 2019. Date of report: 28may2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse replaced the switch cable pcba and the user interface (ui) pcba to address the issue.

Event description:
The customer reported that the nav-ring was not working. There was no patient involvement.